Event description:
Customer reported that gentamycin was infusing (via model 10014914) through the pigtail on the extension set w/o the smartsite valve. The set was found leaking and they noted a crack on the female luer. The baby did not get their full dose of antibiotic. There was no pt harm and no medical intervention required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Customer stated that the set will be returned, ups label provided for product return. Although requested, device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be rec'd for eval.